Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose rose to 600 mg/dl. The customer also reported they have been receiving repeated no delivery alarms for the past four days. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was able to resolve their no delivery alarms with a complete set change. The customer was able to lower their blood glucose to 88 mg/dl at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.